Event description:
The complainant has reported that a patient had a therapeutic procedure for treatment(hemostasis) in the sigmoid colon. The resolution clip device was utilized to grasp the tissue but would not deploy from the catheter. During the attempt to release the clip from the catheter, the clip released from the lesion. The procedure was completed successfully by utilizing another hemoclip. There was no injury sustained when the clip released - no additional damage, trauma or bleeding to the tissue. There was no injury or mistreatment associated with this event. The patient condition was noted to be fine.